Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. Neither the fault reported by the customer that the blood stop doe not function properly, could be verified nor another fault was found with the device upon evaluation. However, it was found that the tamper-proof seal was missing. The device was tested and found to be working according to specifications. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The missing tamper-proof seal is an indication that someone not authorized has opened the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: b5: subsequent follow-up with the customer, additional information was received. It was reported that the failure was discovered during arthroscopy for shoulder. It was reported that the procedure was completed successfully with some insistence to have the clean view stopping the blood. There was no delay or harm to the patient. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this failure discovered pre-op, intra-op or post-op? What kind of procedure was being performed? Was procedure completed successfully? If yes, how? Was there any surgical delay or patient harm? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by service request from (B)(6) that the blood stop of a fms vue ii fluid management and tissue debridement system was not functioning well. No surgical delay or patient consequences reported. Additional information was requested.